Manufacturer narrative:
Additional procode: (B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed using visual data supplied by the customer (photographs of log results and screen shot of self test failure). However, the reported problem could not be duplicated with the device during testing. The device activity logs were cleared prior to evaluation of the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.